Event description:
It was reported that during a coronary artery stenting procedure, the stent became dislodged. The lesion being treated was located in the left anterior descending (lad) artery. The physician was attempting to place a non bsc stent but was unable to cross the lesion. The physician then attempted to place a 3.00 x 24 mm taxus liberte' stent in the target lesion. There was difficulty crossing the lesion and excessive force was used during the advancement of the stent. The physician stated that, the stent caught on the calcium and dislodged from the balloon catheter. The physician managed to crush the stent to the vessel wall using a non-bsc stent. The procedure was completed with a different device. There were no reported patient injuries. The patient condition is reported as "stable".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.